Manufacturer narrative:
Analysis could not confirm the reported event, the device was analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace light is always on. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.